Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. A device was returned to a manufacturer service center. During the evaluation of the device at the manufacturer service center, the device's downloaded logs were reviewed by the manufacturer service center. There were 3 error codes found. The manufacturer service center concluded there were visible foam degradation.